Event description:
It was reported that the patient was asymptomatic. It was noted that the patient was not dependent on the system for normal function. It was noted that the patient went into backup vvi mode after undergoing a magnetic resonance imaging (MRI) scan procedure without appropriate programming. Backup defibrillation therapy was not available during the backup vvi. A device download was performed successfully. The patient was stable.